Event description:
When the user attempted to grasp the insertion wire with the snare, the hoop snare got detached.

Manufacturer narrative:
This complaint is confirmed and will be reported as manufacturing related. Returned for eval was one disposable grasping snare. Upon receipt the hooped snare had detached from its metal locking crimp. Gross and microscopic examinations reveal an improper crimp. The dimensional measurements for the locking metal crimp are not within dimensional specifications. No damage to the grasping snare hoop was observed. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.